Event description:
It was reported that the patient underwent a revision procedure due to inflation as a result of a hole in the reservoir causing a leak from the tubing that connects the pump and reservoir with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient status was good following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working as a result of a leak in the system with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient status was good following the procedure.